Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported, the customer received a no delivery alarm after 4.2 units was delivered. Customer's wife also stated they were unable to complete a set change. The customer's blood glucose was 63 mg/dl. Troubleshooting found insulin was able to exit during a fixed prime and the insulin pump alarmed no delivery. It was also found insulin was unable to exit with a push plunger and there was greater than normal resistance. Customer was advised their reservoir/infusion set may be occluded. No additional information provided.